Event description:
The patient claimed that multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact.there was no adverse event associate with this complaint. The pump was replaced

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and up arrow keypad buttons were intermittently unresponsive; the down arrow and contrast buttons were responsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.